Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the patient to obtain additional information. The patient reported obtaining a 330 mg/dl at 7:30 am, while experiencing symptoms of extreme thirst and frequent urination. Pt took 5 units of regular insulin based on their sliding scale regimen and ate cereal and toast for breakfast. At approximately 10:30 am pt began feeling shaky and it continued for 20 minutes before pt attempted to test. Pt obtained a 75 mg/dl on their meter and a 40 mg/dl on a co-workers meter. Pt was given orange juice, milk, and graham crackers. The paramedics were contacted. Upon their arrival a result of 50 mg/dl was obtained on their meter. No treatment was administered. Pt was transported to the hospital. Within 1/2 an hour to one hour, a result of 98 mg/dl was obtained on their meter and a 37 mg/dl on the hospital meter. A calibrated lat test was also performed and a result of 39 mg/dl was obtained, within 30 minutes of hte 98-mg/dl-result. Pt was fed lunch and released from the hospital with a blood glucose level of 136 mg/dl. The customer service representative replaced the test strips and control solution. Upon receiving the new control solution, the patient performed two consecutive control solution tests, using the reported test strips, and the results fell above the specified range. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The patient did not allege harm. The complaint is being reported due to the patient suffering a serious injury and medical intervention due to the product. No other products were replaced.